Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during anterior cruciate ligament (acl) reconstruction with hamstring graft, the screw was inserted in a 8 mm diameter tunnel to secure a 8 mm hamstring graft. The implantation process went well without excessive torque needed to advance the screw. Then the screw broke when it was inserted about 15 mm in the tunnel. No other device was used, the graft seems to be stable and moreover it was impossible to remove the broken screw from the femoral tunnel, therefore it was left in the patient. The surgical time was increased substantially due to several attempts to remove the screw. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery.